Manufacturer narrative:
Investigation summary: "bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends."

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the stopper of one tube flew off and blood flew onto the phlebotomist: the following information was provided by the initial reporter: " customer stated tube exploded. The coag tube was adjusted with a syringe, during this process air must have been mistakenly introduced into the tube. The phlebotomist then drew the patient using a syringe. She forced the blood into the tube by pressing down the plunger and the cap flew off the tube. Cap flew off the tube, blood flew back onto phlebotomist, and she was exposed. Post exposure labs were drawn." There was no other health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the stopper of one tube flew off and blood flew onto the phlebotomist: the following information was provided by the initial reporter: " customer stated tube exploded. The coag tube was adjusted with a syringe, during this process air must have been mistakenly introduced into the tube. The phlebotomist then drew the patient using a syringe. She forced the blood into the tube by pressing down the plunger and the cap flew off the tube. Cap flew off the tube, blood flew back onto phlebotomist, and she was exposed. Post exposure labs were drawn." There was no other health impact or consequences reported.